Event description:
It was reported that the saw does not fit into stop, and it was impossible to lock. There was no patient impact reported in the event.

Manufacturer narrative:
H3: product analysis: evaluation of the device confirmed locking issues. The most likely cause of failure is detached distal bearings. It was also noted that the tube was worn and sharp at the distal end, laser markings were partially illegible, color ring was faded, and temperature test could not be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.